Event description:
At a regular 6 mo. Checkup it was discovered the pacemaker was not able to connect and was not pacing. I was sent to (B)(6) ed and then transferred to (B)(6) hospital in (B)(6) for replacement. FDA safety report ID# (B)(4).